Manufacturer narrative:
Information was received via published literature. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that there were no continuous radiolucent lines and no new radiolucencies were wider than 1mm. These radiolucencies occurred most frequently in zones 1 and 3. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that radiolucencies appeared at the acetabular bone-prosthesis interface in twenty-seven hips.